Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented to be evaluated for blurred vision in both eyes 3 years post treatment. Patient was diagnosed with ectasia and surgeon discussed enhancement options. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of slightly blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2012: right eye pre-op 20/25 -12.50 x -.75 x 35, left eye pre-op 20/20 -12.75 x -.75 x 175. Bcva from (B)(6) 2012: right eye post-op 20/20 -.50 x .00 x 90, left eye post-op 20/20 -.25 x .00 x 90.